Event description:
It was reported that an intravia 50 ml container had a pin hole leak, resulting in wet labels. The customer stated that the leak was on the face of the bag, not around the port or the seam. This issue was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.